Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed sealed tubing; the set was caught in the pouch seal. The report of a non-conforming device was verified. The cause of the condition was determined to be an issue with packaging during manufacturing. The tube was protruding out of the plastic pouch when the packaging machine created the seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access solution administration set was cut. This was found before patient use, so there was no patient involvement. No additional information is available.